Event description:
Coopervision was made aware on (B)(6) 20013 by the patient, who relates spending a week or longer in a hospital in (B)(6) 2013 with a corneal ulcer after sleeping in lenses. The patient further relates permanent central vision damage, pain and photophobia. This complaint is reported with abundance of caution. Good faith effect to obtain medical information was made; but, no supporting medical information was received. No lenses were returned. The lot number was not provided. The complaint cannot be confirmed.

Manufacturer narrative:
No lenses were returned for evaluation. The complaint is unconfirmed. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event, if any.